Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ("fatigue") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2005, the patient experienced fatigue (seriousness criterion disability) and musculoskeletal pain ("joint pain and muscular pain episodes"). At the time of the report, the fatigue and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for fatigue and musculoskeletal pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 21-aug-2017 for the following meddra preferred term: fatigue. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.